Event description:
The patient received an artelon spacer in 2008 and experienced "a lot of swelling and drainage." Dr said the cause could be that "the artelon was large and maybe shifted position and was an irritant in the thenar space". An abductor pollicis longus tendon transfer was utilized in the revision surgery performed in 2009, along with graft jacket as an interposition. The pathology report that was provided concludes that there was a focal foreign body giant call reaction with some suggestion of gout.

Manufacturer narrative:
Lot unknown, no device available for evaluation. Therefore, the investigation is based on feedback via the distributor only.